Event description:
Customer called to report that the unicel dxc 800 synchron system generated a falsely high chloride result for one patient sample. Customer stated that there was build-up in the upper portion of the flowcell. The result was not reported out of the laboratory. There was no death, injury or change to patient treatment attributed to or associated with this complaint. When the anion gap flagged the sample, it was rerun on the other dxc instrument in the laboratory. The result of the repeat run was 7 millimoles per liter (mmol/l) lower than the original result. The field service engineer (fse) performed preventive maintenance (pm), cleaned the flowcell and replaced the chloride, potassium and carbon dioxide electrodes. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Although multiple attempts were made to obtain data, customer did not provide any other information. A difference of 7 mmol/l exceeds chloride total precision claims. Customer stated that only the chloride result was discrepant.

Manufacturer narrative:
(B)(4) .